Event description:
It was reported that this right atrial (ra) lead was explanted due to an unspecified product performance issue. A new ra lead was successfully implanted and no additional adverse patient effects were reported.